Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump recalibrated 30 psi from 317 to 297 confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 09/09/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi test pump alarmed at 20 psi. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 34.23psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating the high psi from 317 to 297. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
It was reported to intuvie that during field preventive maintenance (pm) the infusion pump failed 30 psi, the pump alarmed at 20 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. During the 30 psi test the pump occluded at 34.23 psi which is within the passing criteria of the test. A review of the serial number history found no similar complaints. The failure mode was not confirmed. The cause remains undetermined. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).